Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5 cm abdominal aortic aneurysm approximately 1 month ago. The aortic neck diameter was 20 mm proximally and 21 mm distally for a 35 mm length with moderate thrombus located in the mid portion. The common iliacs measured 11-13 mm bilaterally with a mild stenosis noted in the proximally at 7 mm. This area was expanded with an 8 mm balloon prior to inserting the bifurcated stent graft delivery system. There was mild calcification throughout the vessels bilaterally. It was reported that the bifurcated device was inserted via the right common femoral artery and passed easily to the level of the renals. It was deployed just below the renal arteries and as far down as to open the contralateral gate. An iliac limb was placed in the left iliac to extend the contralateral side. The right side was completed and the stent graft landed approximately 12-15 mm from the right internal iliac artery. After ballooning the stent graft with a reliant balloon, a completion angiogram showed contrast enhancement of the aneurysm. Follow-up angiograms demonstrated a moderate series of leaks along the right side of the bifurcated stent graft. The decision was made to address this by relining the ipsilateral limb with an aneurx limb which was extended distally an additional 1cm down the right iliac artery. This successfully resolved the endoleaks and the procedure was concluded. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B) (4). Endoleak. Calcified and thrombosed vessels.